Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8.0 inr. The corresponding lab result reported was 6.1 inr. The pt's coumadin was held for two days based upon the lab value. The reporter declined product replacement.